Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced water invasion. The event occurred during the unspecified procedure and the procedure was completed successfully with an olympus backup device and there was less than 30minute delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, g1, g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a bad scope socket, a missing lamp, and two missing heatsinks. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to component failure. The unit had a bad scope socket and a bad pump (air leak), and it failed the pump test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.